Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. When the device was removed from the patient, the indicator wire loop was not fully deployed but was exposed a little. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The device was stored and prepped per the IFU, and the physician had achieved certification for its use. No visible signs of damage were observed on the device or packaging prior to use. A 5f non-cordis sheath was used, and it will be returned together with the exoseal vcd. At the femoral puncture site, the suitability of the femoral artery was confirmed by angiography, including an insertion angle of 30-45 degrees. The vessel diameter was verified to be =5mm, with no visible calcium/plaque, no stent nearby, no evidence of vessel stenosis >50%, and mild vessel tortuosity. The target site had not been closed with any closure device or manual compression within 30 days prior to the procedure, nor was there evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked properly against the handle assembly, producing an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window showed no red color during retraction. The device was used with a 5f non-cordis sheath. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. When the device was removed from the patient, the indicator wire loop was not fully deployed but was exposed a little. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The device was stored and prepped per the IFU, and the physician had achieved certification for its use. No visible signs of damage were observed on the device or packaging prior to use. A 5f non-cordis sheath was used, and it will be returned together with the exoseal vcd. At the femoral puncture site, the suitability of the femoral artery was confirmed by angiography, including an insertion angle of 30-45 degrees. The vessel diameter was verified to be =5mm, with no visible calcium/plaque, no stent nearby, no evidence of vessel stenosis >50%, and mild vessel tortuosity. The target site had not been closed with any closure device or manual compression within 30 days prior to the procedure, nor was there evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked properly against the handle assembly, producing an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window showed no red color during retraction. The device was used with a 5f non-cordis sheath. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever was not depressed, and the plug was present on the delivery shaft, with the indicator wire was found fully deployed and bleed back port is at the undeployed position. The indicator window was received on white/black position and the cowling guard was found locked. Additionally, the delivery shaft has one (1) kinked/bent section located approximately at 0.9 cm from the distal tip. No other anomalies were observed during the visual analysis. Dimensional analysis was performed to verify the correct catheter inner diameter (ID) and delivery shaft outer diameter (od). The ID and od measurements were taken near the kinked/bent section of the delivery shaft. The results were found to be within specification for both ID and od. The complaint reported by the customer as 'indicator wire-deployment difficulty' was not confirmed, as the indicator wire was received fully deployed with the cowling guard locked. Additionally, the delivery shaft showed one (1) kinked/bent section. However, a dimensional analysis was performed to verify the correct catheter inner diameter (ID) and the correct delivery shaft outer diameter (od), and the results were within specification for both ID and od. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors (such as the vessel tortuosity reported) may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the product analysis, it appears that the reported failure is not related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.